Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs not withstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 13/nov/2017 and inspection of the unit was performed on 14/nov/2017 where the quality control inspector found the following: insertion tube severe crush at stage 1. Primary operation channel resistance. Distal cap missing silicone. Failed wet leak test. Umbilical cable severe crush. Suction tube resistance. Umbilical cable dent. Failed dry leak test. Air/ water socket worn thread. Air/ water socket cylinder o-ring chipped. Customer complaint confirmed. Bending rubber pinhole. # 2 remote control button cover cracked. Light carrying bundle distal cover glass middle chipped. Insertion tube mild crush at stage 2. Segment screw loose at insertion tube. Pve electrical connector frame mild corrosion. Hole in # 4 remote control button cover. Core corroded. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on 25/nov/2017. Parts replaced: o-rings and seals. Air/water tube. Deflector operating wire. Lcb distal cover. Operation channel. Adjusting collar. Angle wire. Bending rubber. Segment attaching screw. Insertion flexible tube. Segment assy attaching screw. Rl pulley assy. Ud pulley assy. Remote control button(1). Suction channel lg. Air/water socket. Light guide cable. Distal case/cap. Bending rubber. Deflector body attaching screw.